Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Based on the results of the investigation, it was determined that the phenomenon, ¿b30 error¿, occurred due to dirt adhering to the scope connector. It was stated in the event description that the b30 resolved after cleaning the scope connector with alcohol. No reproduction review was conducted as the actual device was not returned. According to the cv-190 service manual, b30 was a "scope communication err". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.